Event description:
It was reported that the patient felt shortness of breath and went to the clinic. The clinic interrogated the device and found it was at elective replacement indicator (eri) with high battery impedance. The physician reprogrammed the device and longevity estimates were "good." The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found.